Event description:
Surgeon reported 3 patients with striae located on the left eye only. Surgeon requested information on how to change the bed thickness. Surgeon had to re-float the three eyes to treat the striae but reported good results. There was no loss of best corrected visual acuity (bcva). First patient had the initial procedure on (B)(6) 2013. The re-lift was performed on (B)(6) 2013.

Manufacturer narrative:
(B)(4) - (striae) evaluation: the bed depth was at 110. Surgeon wanted to change the settings to 120 due to striae. Amo's clinical development manager (cdm) instructed the surgeon on how to change the bed thickness. Cdm advised that it was not necessary to change any other settings when changing flap thickness. Surgeon wanted to know if changing side-cut angle would affect striae. Cdm advised her on the benefits of the inverted side-cut, but cdm was not aware of any change in the incidence of striae between 70 or inverted settings. Surgeon usually uses 120 side-cut but the cases with striae had 70. Surgeon is going to change it back to 120. Cdm also advised surgeon to speak with amo's medical monitor.